Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving baclofen 2000mcg/ml at flex1294mcg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that following the pump and catheter replacement, [see manufacturer report # 3004209178-2017-23503] the patient was somnolent. There was no dosing change after the catheter was revised. The physician was going to reduce the dose by (B)(4). It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported. Additional information was received from a healthcare professional (hcp) via a company representative. Regarding clarification of the patient being somnolent, per the physicians they described the patient as being somnolent. The representative was informed on (B)(6) which was the day after the procedure. The physician planned to reduce the dose. There was not a device issue, patient/therapy issue, or procedure issue. The cause of the patient¿s symptoms was unknown. Additional information was received from a company representative. A back table prime was not done because a new pump was implanted, along with a new catheter. The pump and catheter had a priming bolus. The serial number of the (B)(4) physician programmer and serial number/software card version used was unknown. The patient did not state any symptoms. Additional information was received from a healthcare professional (hcp). The patient returned to prior pump settings after the pump and catheter were replaced. This resulted in severe overdose and required prolonged hospitalization to decrease and determine appropriate settings.